Event description:
Affiliate reports that the microsensor was implanted and gave incorrect readings; the pt responded partially to hyperventilation and manitol. The pt was rushed to CT scan and showed almost normal brain CT. As a result the microsenor was taken out and replaced with a new one. The surgeon reports that the pt did not suffer from any known injury.